Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The device was received with cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.